Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 system kit was missing the lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first started on (B)(6) 2013. The patient reported using non adjusting insulin to manage his diabetes. The patient did not report making any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2013 he developed symptoms of ¿dizziness and sweating.¿ the patient denied receiving any treatment for an acute complication of diabetes at the time of troubleshooting, the cca confirmed there was missing product and the closure seal was intact. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue she developed symptoms suggestive of hyperglycemia.